Event description:
It was reported that this pacemaker recorded a code 1002, which states that the battery usage is higher than expected. The code was displayed during a pre implant interrogation, and no patient was involved. Subsequently, a different device was implanted. This product has not been returned for analysis.